Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump continued dripping insulin even after the motor stopped during the manual prime process. Customer stated the insulin squirting out during the prime process. The customer's blood glucose was unknown. Customer stated the insulin continued to drip after letting go of the act button. The customer was unable to successfully prime the set. The customer was advised to discontinue the use of the pump and revert to back up plan.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and primed properly noted. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.